Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported poor imaging appears to be due to procedural conditions and the reported device damaged by another device (implanted) appears to be procedural conditions (refer, (B)(4).the cause of the reported entrapment of device (clip caught on chordae) appears to be due to a combination of poor image resolution and patient anatomy. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) grade 4 with calcified chords. Imaging was challenging throughout the procedure. During positioning of the first clip (ntw), the clip was caught in chordae. The clip was able to be freed; however, it was suspected that during deployment lateral side of a2/p2, the clip might have been deployed on leaflets with chordae. An attempt to place a second clip (nt) lateral to the first clip; however, it was suspected that the second clip might have partially tore the posterior leaflet or made contact with the first clip, which affected how the residual mr was. The nt clip was removed, and a third clip (xtw) was advanced to the anatomy. The clip was placed lateral to the first clip; however, due to challenging imaging, the physician was not confident in the grasping position. It was decided to remove the clip. Final mr was at grade 3-4. The patient was stabilized and underwent mitral valve replacement surgery on (B)(6) 2023.